Event description:
Family member of home patient reports bathroom floor was all wet with effluent when patient awoke in the morning post treatment on homechoice. Family member reports patient reuses 2 drain extension lines and tapes end in toilet at therapy set up. When patient awoke, the end of the extension line was still in the toilet and the tubing appeared to be intact, but effluent was all over the floor. Patient was unable to identify location of leakage, but family member suspects leakage was at connection of 2 extension lines. Patient discarded sets and family member reports no injury or medical intervention as a result of incident.